Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that piece broke off from reservoir compartment and buttons are sticking. Customer stated that reservoir was not able to lock in place. Customer's current blood glucose was not given. Customer advised to discontinue use of the pump and revert to a back-up plan. Insulin pump will be return for analysis.